Manufacturer narrative:
This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device powers up into configuration mode when the device is turned on without pressing any buttons.